Manufacturer narrative:
The reported events were failure to capture, noise and lead dislodgement. As received, a complete lead was returned in one piece. The reported events of failure to capture and noise were not confirmed. Visual examination of the lead did not find any anomalies. The measured helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was loss of capture threshold and noise on the right ventricular (rv) lead. After further assessment in clinic, it was suspected that the rv lead was dislodged. The rv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.